Event description:
A female patient reported experiencing blurry vision in her left eye after using complete moistureplus multi-purpose solution in (B)(6) 2006. She has used other bottles of the solution successfully. She went to the emergency room. The doctor did not know what was causing the problem but said that her eye was "irritated more than it should be." She was given neomycin/polymycin b sulfate/hydrocortisone eye drops, and (B)(6) 2007. She wrote, "developed blurred vision in od (right eye) while using complete moisture plus, diagnosed with eye infection - given cortisporin drops."

Manufacturer narrative:
The relationship, if any, of the device to the reported adverse event is unknown. The complainant implied an association between the amo device and the reported event. Root cause has not been established.